Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after feeling "pings" in their chest. A remote transmission was sent and was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited possible atrial oversensing of far-field r waves. The ra lead remains in use. No further patient complications have been reported as a result of this event.